Manufacturer narrative:
The investigation has been completed. The console (ic2759) was sent back for further investigation. Console was investigated on engineering bench, but the controller failure alarm was reproduced during power cycling and overnight running with pump simulator. Console was opened, and the ribbon cable from purge pressure sensor was found slightly bent. The cause of the controller error alarm was most likely due to the defective purge pressure sensor. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a controller error yellow alarm, which was resolved through console replacement. No patient was involved.